Manufacturer narrative:
PMA/510(k) # k160229. Complaint device was not returned therefore a document based review will be performed. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1536193 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1536193. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and this device is intended for use with an olympus ebus scope" . The answers to the additional questions confirmed that a fuji eb-530-us scope was used. As per IFU the device is intended for use with an olympus ebus scope. There is sufficient evidence to suggest that the customer did not follow the instructions for use in relation to type of scope used. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause may be attributed to user error, as per information provided, a fuji scope was used and as per IFU this device is intended for use with an olympus ebus scope, therefore the user did not follow the instructions for use. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The sheath detached, retracted and got stuck in the fibroscope during the procedure requiring the operator to withdraw and request another needle. The procedure couldn't be done properly as per complaint form: "problem occurred often. This day it occurred with 2 lot number: c1536193 & c1601595 the sheath detached, retracted and got stuck in t he fibroscope during the procedure requiring the operator to withdraw and request another needle. The procedure couldn't be done properly. For the 1st ebus: inability to pull the needle out of the sheath. For the second ebus: inability to remove the stylus from the needle (B)(4)."